Event description:
Alliance registry. It was reported that restenosis occurred. A 4.00 x 20 mm agent was used to treat a 100% stenosed lesion located in the severely calcified proximal right coronary artery (rca). Coronary angiogram revealed severe stenosis of the bilateral ostium parts 3 months later. Clopidogrel was discontinued, bayaspirin was initiated and a coronary artery bypass graft surgery was performed as a semi-emergent procedure.